Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745 (serial: (B)(6) ); product type: 0201-programmer patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient rep regarding an external device. The reason for call was caller reported that the controller was unresponsive and would not charge with ac power supply and would not charge their implant. Caller stated that they saw a manufacturing representative today who tried to resolve the issue but was unable to. Caller confirmed no visible damage on ac power supply plug, controller port pins, bp pins, nor battery compartment pins. Caller blew air into controller port and wiped pins on the end of the ac power supply and plugged controller into ac power supply; caller reported no light above the controller screen and a black screen on controller. Agent walked caller through removing the battery pack and plugging controller into the ac power cord; caller confirmed controller did not power on. Caller reinserted the bp and screen remained unresponsive. Caller then connected recharger and confirmed the controller screen was black/unresponsive with no light above the screen. Caller inserted aa batteries and reported the controller remained unresponsive. The issue was not resolved. An email was sent to the repair department to replace the controller.